Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 401 mg/dl at the time of incident , another blood glucose was 393 mg/dl and 155 mg/dl at the time of call. The customer thought that insulin pump was not delivering proper insulin. Customer was treated with insulin pen. Per troubleshooting, it was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at time of incident. Customer declined to check for insulin pump setting. Customer will continue use of device.